Event description:
Failure code 810:04. The failure was reported to have occurred during patient infusion. No record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported.